Event description:
Both of my silicone implants ruptured and caused serious pain and inflammation which became worse over time and continues to this day. I had explant of both implants in (B)(6)2021. FDA safety report ID #(B)(4).